Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The battery was replaced with a known good battery and the receiver failed to turn on. The receiver case was opened, the internal inspection failed due to moisture damage being found. The receiver log was unable to be downloaded. Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.